Event description:
The customer tested his blood glucose using his breeze2 meter and received readings of 256 and 259 mg/dl. He retested using his wife's breeze2 meter and received a reading of 126 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed off the test strips that gave the higher readings, so no product will be returned.